Event description:
It was reported that during a laproscopic assisted varginal hysterectomy procedure, after firing, the reload fell out of the device into the abdomen. Increased or time to retrieve the reload. There was no reported pt consequence.